Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing burning sensations from the ipg site even if the device was on or off. The physician believed that the patient developed complex regional pain syndrome at the pocket site but was unknown if condition was device related. The patient underwent a revision procedure wherein ipg was replaced and relocated. The explanted device will not be returned.

Event description:
It was reported that patient was experiencing burning sensations from the ipg site even if the device was on or off. The physician believed that the patient developed complex regional pain syndrome at the pocket site but was unknown if condition was device related. The patient underwent a revision procedure wherein ipg was replaced and relocated. The explanted device will not be returned. Additional information was received that the physician believed that the patients complex regional pain syndrome (crps) was not device related. The patient was prescribed with patches to help ease the crps pain and the patient was doing well.